Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During follow-up, premature battery depletion was suspected. Technical support was contacted and the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion could not be confirmed. A longevity calculation was performed, and the battery depletion was found to be normal based on device usage. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested in the laboratory, and the device¿s function was normal.